Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) -year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) (and apareunia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), abdominal distension ("other injury(ies) or complication (s) please describe: severe bloating") and pain in extremity ("hands pain"). In 2014, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced tooth infection ("dental problems: molar infection") and vision blurred ("vision/eye problems type: blurry night time"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses with heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depressed mood ("hormonal changes describe: sadness, cries all the time, upset"), crying ("hormonal changes describe: sadness, cries all the time, upset"), emotional distress ("hormonal changes describe: sadness, cries all the time, upset"), inflammation ("waist inflammation") and arthralgia ("hip pain"). The patient was treated with naproxen, methylprednisolone sodium succinate (solumedrol), ceftriaxone (rocephin), surgery (anticipated or scheduled date: (B)(6) 2018) . At the time of the report, the abdominal pain lower, abdominal pain, menorrhagia and back pain had not resolved and the pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth infection, dysmenorrhoea, dyspareunia, alopecia, depressed mood, crying, urinary tract infection, vaginal discharge, vision blurred, abdominal distension, pain in extremity, emotional distress, inflammation and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, crying, depressed mood, dysmenorrhoea, dyspareunia, emotional distress, female sexual dysfunction, genital haemorrhage, inflammation, menorrhagia, pain in extremity, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge and vision blurred to be related to essure. The reporter commented: plaintiff was investigating her options for removal of the essure devices. Anticipated or scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, hormonal changes describe: sadness, cries all the time, infection (bladder/ urinary tract/vaginal) type: uti, pain, vaginal discharge, vision/eye problems type: blurry night time, other injury(ies) or complication (s) please describe: severe bloating, inflammation in waist were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In february 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) (and apareunia)"). In march 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("other injury(ies) or complication (s) please describe: severe bloating"). In may 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and pain in extremity ("hands pain"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In september 2014, the patient experienced alopecia ("hair loss"). In june 2015, the patient experienced depressed mood ("hormonal changes describe: sadness, cries all the time, upset"). In january 2017, the patient experienced tooth infection ("dental problems: molar infection") and vision blurred ("vision/eye problems type: blurry night time"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses with heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), crying ("hormonal changes describe: sadness, cries all the time, upset"), emotional distress ("hormonal changes describe: sadness, cries all the time, upset"), inflammation ("waist inflammation") and arthralgia ("hip pain"). The patient was treated with naproxen, methylprednisolone sodium succinate (solumedrol), ceftriaxone (rocephin), miconazole, phenazopyridine hydrochloride (pyridium), antibiotics, surgery (anticipated or scheduled date: dec2018). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, abdominal pain, menorrhagia and back pain had not resolved and the pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth infection, dysmenorrhoea, dyspareunia, alopecia, depressed mood, crying, urinary tract infection, vaginal discharge, vision blurred, abdominal distension, pain in extremity, emotional distress, inflammation and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, crying, depressed mood, dysmenorrhoea, dyspareunia, emotional distress, female sexual dysfunction, genital haemorrhage, inflammation, menorrhagia, pain in extremity, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge and vision blurred to be related to essure. The reporter commented: plaintiff was investigating her options for removal of the essure devices. Anticipated or scheduled date: dec2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-mar-2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.